Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During device insertion for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After the catheter was inserted into the sheath aspiration was performed and air bubbles were visible in the irrigation line and the aspiration syringe. No air was observed in the patient. The sheath was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During device insertion for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After the catheter was inserted into the sheath aspiration was performed and air bubbles were visible in the irrigation line and the aspiration syringe. No air was observed in the patient. The sheath was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.